Event description:
It was reported by patient's legal representative that patient underwent a right primary hip procedure on (B)(6) 2009 and a left primary hip procedure (B)(6) 2009. Patient alleges she suffers from elevated metal ion levels and other complaints. No revision procedure has been performed. This report is based on allegations set forth in patient's complaint and the allegations therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report is based on allegations set forth in patient's notice and the allegations therein are unverified. Initial reporter - unknown. This is 2 of 2 MDR reports submitted for the same event. See also: 3002806535-2013-00116-1 and 2013-00245.